Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Covidien received information stating that the ht70 ventilator froze during startup. The ventilator was not in use on a patient at the time of the reported event. However, the patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.